Manufacturer narrative:
Although no used device will be returned for evaluation, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device discarded at hospital.

Event description:
Patient died during angiovac procedure. The physician was nearing the end of the procedure to clear the ivc, il / femoral veins of thrombus. One last attempt to clear the ivc with the cleaner wire was performed. Patient's o2 levels dropped dramatically presumably from thrombus traveling into the pulmonary artery. As tee was used to image the pulmonary artery, it was discovered that the patient had a pfo which allowed thrombus to travel to the left side of the heart. Resuscitation attempts and ECMO were performed by hospital staff. Patient expired presumably due to the complications of thrombus traveling to the heart. The used angiovac was discarded at the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and components lots for any deviations. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the angiovac product family and the failure mode, "patient injury/ death." No adverse trends were observed. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. It cannot, therefore, be determined if the cannula was used in accordance with its labeling. Based on the initial description of the event, the cause of death was likely a result of known inherent risk of the procedure (complications from the thrombus traveling to the patient's heart). The physician did not indicate that the patient's death was a result of a malfunction of the angiovac cannula. Directions for use (dfu) is provided with this device and contains the following statements: warnings: selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. (B)(4). Device discarded by end user.